Event description:
It was reported that the patient underwent an initial left knee arthroplasty on an unknown date. Subsequently, the patient had a tibia cut in varus so she was revised due to instability and poor flexion due to the ligament imbalance from the varus tibia. No additional information is available.

Manufacturer narrative:
Updated: corrected side of knee from right to left. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided, however they were not sent for further review due to overlay and templating obstruction. Medical records were not provided. It is reported that the tibia was cut in varus; however, without medical records it is unknown why the tibia was cut in varus and if the appropriate surgical technique was followed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#:183720; vngd ps+ tib brg 10x63/67mm lot#:163690, item#:unknown; unknown vanguard femoral component lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient had a tibia cut in varus so she was revised due to instability and poor flexion due to the ligament imbalance from the varus tibia. No additional information is available.